Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was vomiting, sweating, and ¿blacked out¿. The patient¿s initial concern was that he had a cardiac issue. There was no information provided on what the cgm device was displaying at this time. Ems transported the patient to the emergency room (ER). At the ER, no heart-related problems were found (tests performed showed no blockages), and the exact cause of the patient¿s blackout could not be confirmed. The patient was admitted to the hospital for two weeks and during this time, the patient¿s cgm was consistently higher than the patient¿s bg meter readings. It was noted that there was ¿about a 40-point difference compared to dexcom¿. The patient further stated he ¿wasn¿t sure¿ if the cgm device contributed to his hospitalization. There was no documentation of what medication or treatment the patient received during his hospitalization. Once the patient was discharged, he reported the cgm inaccuracies continued at home. The patient was "okay" at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 40 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.